Event description:
It was reported that this lead was abandoned due to probe breakage or of insulation. The lead is no longer in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).